Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached at 73,550 joules. Per the customer, could not confirm if the fiber cap detached while inside of the pt or if the fiber cap was retrieved. No pt injury was reported.